Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported having pain and a letter of recommendation was provided stating that the patient had gingival, inflammation and recession. The patient was unhappy with treatment due to discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.